Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mid left anterior descending artery that is moderately calcified and 95% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.5 x 33 mm xience prime stent in the lesion, post implant, a distal edge dissection was observed. A 3.0 x 15 xience v stent was implanted to cover the dissection successfully. There was no adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection and additional therapy/non-surgical treatment are listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is not indication of a product quality deficiency with respect to manufacture, design, or labeling.